Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an emerge mr balloon catheter. There was contrast in the inflation lumen and the balloon. The shipping mandrel and protector was in place upon device return. The balloon was loosely folded. The device was soaked for a period of time to break up the contrast then it was attached to an inflation device, filled with water and was inflated to rated burst pressure. The device inflated and deflated with no issue. Inspection and functional testing of the device presented no damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced but failed to cross the lesion and due to balloon failure expansion, the balloon burst. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 93% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced but failed to cross the lesion and due to balloon failure expansion, the balloon burst. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was stable.